Event description:
It was reported that the patient expired at home and that the patient lived alone and his body was found a few days after death. The vad coordinator reported that the patient was found expired in his home several days after the time of death per the family. He lived alone and was going through a divorce. The estranged wife refused to bring any of the equipment or his controller to the hospital. The patient had known uncontrolled diabetes. He had not had any issues immediately leading up this event. The family reported no equipment was alarming when they found him expired in the home. The pump was not explanted.

Manufacturer narrative:
A root cause for the reported event could not conclusively be determined through this evaluation. A full evaluation of (B)(4) could not be conducted, because the system was not returned. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.